Manufacturer narrative:
Additional information added to: patient was black or african american the customer¿s report of error code 120.4410 was confirmed through a review of the pcu error logs, however it was not replicated during testing. Internal and external inspection was performed. During external inspection the male and female iui connectors were found with dried fluid residue and corrosion. The male iui connector was found with a date code after the device build date indicating that it had been replaced at some point. System error code 120.4410 is related to a low backup voltage at the super capacitor used to power the backup alarm. Review of the pcu error logs confirmed a total of 78 instances of the system error code 120.4410.0 (low backup voltage failure). System error code 120.4410 is related to a low backup voltage at the super capacitor used to power the backup alarm. Functional testing was performed, however testing was not able to replicate the system error code, therefore no definitive root cause could be determined. The possible cause of the error code 120.4410 was suspected to be due to a shorted iui connector.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿IV pump was running heparin and spontaneously stopped running and displayed following error message: system error operating channels will continue as programmed. Replace pc unit as soon as possible. Settings unrestorable. Code: 120.4410" it was reported that heparin( 250ml) was programmed at a rate of 14ml/hr infusing from 1532 to 2002 when the infusion stopped and displayed error message: system error "code: 120.4410". The customer confirmed that there was no patient harm .the event occurred in micu.

Manufacturer narrative:
Continued from report source: biomed director, ias. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿IV pump was running heparin and spontaneously stopped running and displayed following error message: system error operating channels will continue as programmed. Replace pc unit as soon as possible. Settings unrestorable. Code: 120.4410." It was reported that heparin( 250ml) was programmed at a rate of 14ml/hr infusing from 1532 to 2002 when the infusion stopped and displayed error message: system error "code: 120.4410". The customer confirmed that there was no patient harm .the event occurred in micu.